Event description:
It was reported that the patient was this subcutaneous implantable cardioverter defibrillator (sicd) was in the hospital and an alert was displayed for shock therapy delivered to convert arrhythmia. Episode review was requested and a sudden rate change was noted with similar morphology preceding the rhythm, and the a shock was delivered. The rate decreased below therapy zone post shock, increased to therapy zone with charge initiated again and then arrhythmia appeared to terminate before delivery of a second shock. The hospital and following physician were informed and rhythm evaluation was recommended. No additional adverse patient effects were reported and this device remains in service.